Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the biliary duct during a removal of calculi procedure on (B)(6), 2015. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid¿ rx lithotripter compatable basket in an attempt to crush a stone. However, the lithotripter failed to crush the stone and the pull wire broke. The lithotripter was removed from the patient. A different device (non-bsc-unknown name) was used, however, that device ¿broke as well¿. The procedure was completed successfully with another trapezoid¿ rx lithotripter compatable basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable".

Manufacturer narrative:
A visual evaluation of the returned device revealed that the basket/wire assembly was detached and removed from the coil/handle assembly. The basket was folded over and the tip was intact. The basket was manually unfolded and the basket wires were found to be bent and unevenly spaced. The coil assembly was buckled and the side car-rx presented pushback within specification. The device was disassembled to expose the wire and the handle cannula connection when the handle was extended. The pull wire was broken near the distal the end of the handle cannula. The fractured pullwire was necked down and broken into ¿v¿ shape indicating that the wire had most likely sheared apart. A material review of the sub assembly basket component confirmed that the basket tip met manufacturing specifications. The material specification for the strength of the pull wire and its joints conformed to the manufacturing specifications. The evaluation concluded that although it cannot be determined precisely how the pull wire failed, stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore the most probable root cause of 'operational context' is selected for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the biliary duct during a removal of calculi procedure on (B)(6) 2015. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid rx lithotripter compatable basket in an attempt to crush a stone. However, the lithotripter failed to crush the stone and the pull wire broke. The lithotripter was removed from the patient. A different device (non-bsc-unknown name) was used, however, that device "broke as well". The procedure was completed successfully with another trapezoid rx lithotripter compatable basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".